Event description:
It was reported the device failed accuracy +9.15% during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection showed labels were intact and there was no damage. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Action: trimmed the expulsor.